Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock 3-way experienced foreign matter attached to the three-strand hose. The following information was provided by the initial reporter, translated from finnish to english: observed when putting a three-strand hose into the hose that a curly hair thicker than the hair is attached to the three-strand hose. On closer inspection, it was found that the hair is stuck in the inner part of the hose, between the white plastic and the transparent plastic, where it probably got stuck during the manufacturing process.

Event description:
It was reported that the bd connecta¿ stopcock 3-way experienced foreign matter attached to the three-strand hose. The following information was provided by the initial reporter, translated from finnish to english: observed when putting a three-strand hose into the hose that a curly hair thicker than the hair is attached to the three-strand hose. On closer inspection, it was found that the hair is stuck in the inner part of the hose, between the white plastic and the transparent plastic, where it probably got stuck during the manufacturing process.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 15 feb 23. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the sample. Analysis of the sample showed that the hair mentioned in the event description was not present in the returned sample. Bd could not determine a manufacturing related root cause since the defect was not confirmed. Production records were reviewed, and this batch met our manufacturing product specification requirements.